Event description:
Customer's territory manager contacted haemonetics (B)(6) 2010 reporting they will no longer be utilizing their orthopat machine and went to return it. No injury or reaction was reported.

Manufacturer narrative:
Customer's territory manager contacted haemonetics (B)(6) 2010 reporting they will no longer be utilizing their orthopat machine and want to return it. No injury or reaction was reported. Eval of the returned device confirmed a blood spill within the machine. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4). This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. (B)(4).